Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the physician attempted to implant a lead but there was a patient issue with the lead relating to atrial fibrillation and so the physician opted to pace the ventricle with a vvi pacemaker. The patient was reported to be in stable condition.